Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, re-intervention occurred. The 90% stenosed target lesion was located in the circumflex artery (cx). The reference vessel diameter was 2.7mm and the lesion length was 11mm. A 2.75x12mm liberte stent was implanted. Post-procedure was 0% stenosis. The procedure was a technical success. Twelve days post index procedure, re-ptca was performed in the non-target vessel. The patient was discharged 14 days post procedure without angina or silent ischemia. Discharge medications were asa 75mg/day indefinitely, clopidogrel 75mg/day for 12 months and heparin.

Manufacturer narrative:
The device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the directions for use (dfu). (B)(4): device not returned for analysis.